Event description:
It was reported by the surgeon that the product broke in the patient's knee during its insertion in the femoral tunnel. The surgeon reported that he tapped before this insertion.

Manufacturer narrative:
Additional information will be provided once investigation is completed.